Event description:
A report was received from health canada's canada vigilance program which states, "sodium phosphate was infusing as a secondary med. Approximately 100 ml was left in bag to be infused over an hour. 5 min later, there was no fluid left in sodium phosphate bag and entire med had been infused. When writer tried to hang another antibiotic, noted secondary was running as a bolus instead of prescribed rate. The pump was programmed correctly as also checked by another nurse."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "sodium phosphate was infusing as a secondary med. Approximately 100 ml was left in bag to be infused over an hour. 5 min later, there was no fluid left in sodium phosphate bag and entire med had been infused. When writer tried to hang another antibiotic, noted secondary was running as a bolus instead of prescribed rate. The pump was programmed correctly as also checked by another nurse"